Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The root cause of the pvl procedure related factors at initial procedure (under deployed valve at implant). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position for 1 year, 5 months, is experiencing increased paravalvular leak (pvl). The patient was treated with a post dilatation balloon aortic valvuloplasty (bav). As reported the patient was being evaluated and the mild leak post implant pvl has now become mild to moderate. The patient presented with heart failure, shortness of breath. The patient was treated with a post dilatation bav. The pvl went from mild-moderate to trace. The patient was transferred to the unit in stable condition and without complications. The root cause was perceived to be an under deployed valve at implant.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3 ultra valve, implanted in the aortic position for 1 year, 5 months, is experiencing increased paravalvular leak (pvl). The patient was treated with a post dilatation balloon aortic valvuloplasty (bav). As reported the patient was being evaluated and the mild leak post implant pvl has now become mild to moderate. The patient presented with heart failure, shortness of breath. The patient was treated with a post dilatation bav. The pvl went from mild-moderate to trace. The patient was transferred to the unit in stable condition and without complications. The root cause was perceived to be an under deployed valve at implant.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The root cause of the pvl procedure related factors at initial procedure (under deployed valve at implant). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.